Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 (mg/dl). Reportedly, the cause of the elevated bg level was due to the customer not yet inserting a new infusion set. The customer called tandem customer technical support (cts) and requested assistance on how to insert his new site. During troubleshooting, cts educated customer through the insertion process and confirmed that the customer was successfully able to insert his site and resume pump therapy. The customer delivered a bolus via the pump to stabilize bg level.